Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break. The device was not returned; however, media analysis was performed on photographs provided by the complainant, where it was possible to observe the ligator housing with two bands attached, while the suture and handle were not visible. Another image contained only label information. No other problems were noted with the device. With all available information, the reported issues of bands failure to deploy and suture break could not be confirmed. A device history record review confirmed that the device met all manufacturing specifications prior to distribution, and no deviations were identified that could have contributed to the reported event. Risk analysis documentation was also reviewed and verified that these event types are included in the product risk assessment and considered within the acceptable risk-benefit profile. Based on the event description, media provided, and product record review, there is insufficient evidence to determine whether the reported issues were related to physician technique, anatomical conditions, or device malfunction. Due to the lack of definitive evidence, the most probable root cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, when deploying to the second-to-last band, the suture was fractured. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6), 2025. It was reported that during the procedure, when deployed to the second-to-last band, the suture was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.